Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the facility retained the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room due to pauses in pacing greater than two seconds and numerous inappropriate shocks. The patient had symptoms of presyncope. It was then determined that this crt-d was in safety mode. Technical services (ts) recommended device replacement. Subsequently, the device was explanted and replaced. At this time, no additional adverse patient effects have been reported, and this crt-d has not been returned for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room due to pauses in pacing greater than two seconds and numerous inappropriate shocks. The patient had symptoms of presyncope. It was then determined that this crt-d was in safety mode. Technical services (ts) recommended device replacement. Subsequently, the device was explanted and replaced. At this time, no additional adverse patient effects have been reported, and this crt-d has not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room due to pauses in pacing greater than two seconds and numerous inappropriate shocks. The patient had symptoms of presyncope. It was then determined that this crt-d was in safety mode. Technical services (ts) recommended device replacement. Subsequently, the device was explanted and replaced. At this time, no additional adverse patient effects have been reported, and this crt-d has been returned for analysis.

Manufacturer narrative:
This report is being submitted as a correction was made to the impact codes. The code inappropriate treatment was added. Additionally, this device was received for analysis. This product investigation is still in progress. This report will be updated when product investigation is complete. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the facility retained the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.